Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 51 of 58 devices were returned for evaluation. We are awaiting the return of 5 devices. 2 devices will not be returned for evaluation. Evaluation of 3 devices found excessive wear due to a lack of proper maintenance. The devices did not heat up during evaluation. The devices were repaired and returned to the customers. Evaluation of 37 devices found excessive wear due to a lack of proper maintenance. The devices had debris build-up. The devices did not heat up during evaluation. The devices were repaired and returned to the customers. Evaluation of 11 devices found excessive wear due to a lack of proper maintenance. The devices had debris build-up. The devices did heat up during evaluation. The devices were repaired and returned to the customers.

Event description:
This report summarizes 58 malfunction events where a midwest e plus handpiece overheated. In two events, the event outcome is unknown. In 11 events, patients experienced a minor burn that did not require any intervention. In 45 events, no injury resulted.